Event description:
It was reported that shaft break and difficult to remove occurred requiring additional intervention. The 75%-90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 7f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed. Two stents were used to advanced. A 2.75 x 28mm synergy xd drug-eluting stent was advanced and reach the lesion. Another 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, when an attempt was made to remove the second stent, it got caught with the first stent. Shortly cut the shaft to the vicinity of the right clavicle, without removing the stent, connect the bypass to the peripheral side of the lad. The device was pulled hard and noticed that the shaft was detached for about 17cm that remained in the body and the procedure was completed. The next day, subject was transferred to a nearby facility and the separated shaft was already retrieved. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system, catheter was returned for analysis. The distal part of the device was detached and not returned, 126.6cm of the device was returned from the distal end of the strain relief to the break at the wire port. Multiple hypotube kinks were noted along the shaft of the device. A break was identified at the wire port with the shaft polymer extrusion stretched 5.9cm distal from the wire port. No other device issues were identified during returned product analysis.

Event description:
It was reported that a shaft break occurred requiring additional intervention. The 75%-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 7f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed. Two stents were advanced. A 2.75 x 28mm synergy xd drug-eluting stent was advanced and successfully deployed at the target lesion. Another 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. When attempting to deploy the second stent, it was noted that it had become caught on the first stent. The physician was unable to free the second stent from the first. The physician pulled on the second stent and the shaft became detached with about 17cm of the device remaining inside the patient. Though the patient was stable, an intra-aortic balloon pump was used to keep them stable, and the procedure was completed successfully. The device was removed from the patient and no patient complications were reported.

Event description:
It was reported that a shaft break occurred requiring additional intervention. The 75%-90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 7f non-bsc introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed. Two stents were advanced. A 2.75 x 28mm synergy xd drug-eluting stent was advanced and successfully deployed at the target lesion. Another 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. When attempting to deploy the second stent, it was noted that it had become caught on the first stent. The physician was unable to free the second stent from the first. The physician pulled on the second stent and the shaft became detached with about 17cm of the device remaining inside the patient. Though the patient was stable, an intra-aortic balloon pump was used to keep them stable, and the procedure was completed successfully. The device was removed from the patient and no patient complications were reported.